Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open small bowel resection, a device was used for sealing and ligation of mesenteric vessels when a sealing issue was observed, described as inadequate or partial sealing with evidence of energy delivery and end tones heard, and bleeding was noted after cutting following the seal. Blood transfusion was not necessary, and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The device was plugged into a generator at the time, and another device was reportedly used successfully with the same generator. The jaws were cleaned numerous times during the procedure, there were reportedly 0 good seals before the issue occurred, and the tissue being sealed was mesentery with an approximate thickness of 3¿4 mm.